Event description:
It was reported while using bd emerald flow wrap 10 ml syringe with 21g x 1" needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: visible stain inside syringe.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. The manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
No samples and 02 photographs were received by bd for evaluation. The investigating team has used the retention samples of lot # 3138123 material # 307758 for investigating the reported defect. The investigation and simulation were carried out on retention samples where the investigating team has visually checked the samples for foreign matter and no foreign matter was found in the retention sample. So reported defect cannot be confirmed. The investigation and simulation were carried out on received photographs where the investigating team has found foreign matter is visible in photographs.

Event description:
Visible stain inside syringe.

Manufacturer narrative:
No samples and no photographs were received by bd for evaluation. The investigating team has used the retention samples of lot # 3138123 material # (B)(4) for investigating the reported defect. The investigation and simulation were carried out on retention samples where the investigating team has visually checked the samples for foreign matter and no foreign matter was found in the retention sample. So reported defect cannot be confirmed. H3 other text : see h10 manufacture narrative.

Event description:
No additional information received. Visible stain inside syringe.